Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty patient pump. The technician replaced the pump to resolve the issue. The distribution board was also replaced due to damage caused by the faulty pump. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side post-procedure. There was no report of patient injury.